Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that he was having problems changing the infusion set, he stated he was drawing up insulin in the reservoir and had air bubbles. He tapped it and got the air bubbles out and push it out back into vial but it came back down. Customer used brand new vial and advised customer he may not be able to push as much air with the reservoir. Advised customer there could be too much air, customer checked and noticed that there were no bubbles at all. Customer will try a different reservoir and will send the reservoir back for analysis. Customer also mentioned about issues with sensors and was transferred to sensor representative. No further information provided.